Event description:
A customer reported that thee was an issue with the footswitch during surgery. The activation and deactivation of the infusion was not possible through the footswtich. The footswitch cable was replaced. The surgery was successfully completed without delay. There was no patient harm.

Manufacturer narrative:
Evaluation summary: a company representative examined the system and was able to replicate the reported event. The company representative replaced the footswitch cable. The system was then tested and met all product specifications. The system met specifications at the time of release. The footswitch cable was received and a visual assessment of the returned sample revealed no obvious nonconformity. The footswitch cable was connected to a calibrated system for functional testing. The cable was found to meet functional specifications. The continuity of the wires was then tested and found to be nonconforming. The ground and wire 19 were found to be open. The returned cable was found to functionally meet specifications; however, some internal nonconformity was noted. The absence of ground continuity seen in the footswitch cable could cause of the customer¿s reported event. The root cause of the reported event can be attributed to the discontinuous ground through the footswitch cable.

Event description:
No system message was displayed.

Manufacturer narrative:
A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).